Manufacturer narrative:
Follow-up # 1 ¿ (07/10/2014). The patient¿s meter and test strips have been returned on 6/25/2014 and 7/9/2014, respectively, and evaluated by lifescan product analysis on 6/27/2014 and 7/10/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra 2 meter read inaccurately low compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on in march (year not specified). The patient reported blood glucose results of ¿50-80 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. On april 15th (year not specified), after the start of the alleged issue, the patient claimed he felt symptoms of sweaty and dizzy. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.